Event description:
It was reported that atrial lead would not capture. No technical issues was noted. The lead was explanted and replace. The patient is in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.